Event description:
Additional information was provided by the reporter. The procedure was completed with medical gas fs6. The reporter was not able to confirm the indication for surgery.

Manufacturer narrative:
.

Event description:
A customer reported that a footswitch function was disabled during a vitrectomy surgery. The surgeon was not able to administer oil and decided to administer gas instead. The procedure was completed without delay and with no consequences for the patient. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The heel switch was replaced as a preventive measure. The system was tested and found to meet product specs. Both the product and system met specs at the time of release. The root cause of the reported event can be attributed to the right heel switch.

Event description:
Add'l info was provided by the reporter. The procedure was completed with medical gas fs6. The reporter was not able to confirm the indication for surgery.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 5 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of(B)(6) 2015 is being corrected to (B)(6) 2015. The manufacturer internal reference number is: (B)(4).